Manufacturer narrative:
Evaluation summary: surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Attempts have been made to obtain add'l info however no info has been rec'd to date. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing knee pain.